Event description:
Pt's physician prescribed the use of a bone growth stimulator, because the disk-fusion operation that she recently had was not healing properly. The unit was used as directed on 2/2/94, and a few hrs later the pt experienced unbearable pain. Pt feels that the device is unapproved.